Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The technical support team provided assistance with resetting the pump, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and to call back if the issue recurs.